Event description:
The manufacturer received a complaint indicating that a third-party work order had been performed on a ventilator unit, which subsequently displayed a "ventilator inoperative" error. It is recommended that the system's machine flow sensor be replaced to resolve the issue.